Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient experienced an occlusion alarm issue for the past three weeks, as insulin did not came out of the tubing. Reportedly, there were no drops of insulin at the end of the needle but had drops of insulin at the end of the cartridge pig tail. She reported that because of occlusions, she did not receive insulin, which lead to diabetic ketoacidosis with blood glucose level of 561 mg/dl. She self-treated with continuous insulin therapy using mdi (multiple daily injections). Subsequently, she was hospitalized due to diabetic ketoacidosis. She received long acting insulin, potassium/saline/folic acid intravenously as corrective treatment and had blood investigations every three hourly. She also felt like her eyes were damaged as a result of the dehydration, had retinopathy and was unable to use contact lenses. She was hospitalized for 3 days. Reportedly, she had used the infusion set for 4 to 5 days. Unomedical recommends maximum use of the infusions between 48-72 hours. No further information available.